Event description:
It was reported to philips that the "system was not ready", which can indicate an issue with booting. No harm was reported to philips. We are conservatively reporting this event as the investigation is ongoing.